Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer called from the hospital because surgeon side console (ssc) and vision side cart (vsc) will not power on. After an emergency power off (epo) and waiting 5 minutes ssc powered on but not vsc. The procedure was aborted without patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the power supply and isi core to solve the reported issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The power supply was analyzed and in system logs, no errors were found. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto the golden system where it ran 10 power cycles but the reported complaint could not be replicated. The isi core was analyzed and in system logs, several 40068 errors were found indicating an issue with the isi core controller (icc) board, confirming the reported event in the field. Upon visual inspection, the filter was dirty, the fan was dirty with rusty screws, the bezel was scratched, and the digital video interface (dvi) video out ports were damaged. The core was installed onto the golden system and could not power on properly, so it was not able to be programmed. It was observed that the led lights for the icc, video slice (vsl) 2, and advanced video processor (avp) boards were not illuminated. A golden power tray was installed into the system and the icc led light was not illuminated and the core could not be programmed. A golden icc board was installed onto the core and it was able to be programmed. The core was then power cycled 10 times and worked as expected. The power tray was bench tested and power supply 2 had a low voltage. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.